Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 09/11/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related events. No battery compartment damage was observed. The returned battery cap was undamaged and was able to secure properly to the pump; the cap contact dimensions were with specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the bolus button cover was torn. The bolus button was appropriately responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.